Manufacturer narrative:
The technician isolated the issue to a failed head up solenoid valve. He replaced the solenoid valve to repair the bed.

Event description:
Info received indicates the head of bed will not rise electrically or mechanically.